Manufacturer narrative:
Other, other text: evaluation: three photos were provided by the customer which were used to conduct the device analysis since the physical units, by the time this investigation is being documented, have not been received. Air gaps are visible in the lines. Small air bubbles are visible in the reservoir bag. The reported failure mode underdeliver cannot be confirmed based on the photos provided. No product has been received to conduct a functional test. Current mitigations implemented in the process to prevent delivery issues: leak testing, production performs a 100% in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a disposable caused the pump to alarm around 40 hours. It was observed that there was a lot of air in the disposable. The nurse primed the air out and the pump worked. The patient missed approximately 20ml of treatment. No patient injury reported.